Event description:
It was reported that the right ventricular (rv) lead exhibited fluctuating thresholds resulting from a lead dislodgement. The rv lead was explanted and replaced. In addition, it was noted that during the procedure, the left ventricular (lv) lead pin was observed to have not been completely engaged in the header. The lv lead pin was adjusted successfully during the procedure and remains in use. This patient is participating in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d204trm, cardiac resynchronization therapy defibrillator, implanted: (B)(6) 2013. (B)(4).